Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer alleged the pump software did not suspend insulin delivery. Customer's blood glucose was 150 mg/dl. Reportedly, customer continued to use pump for insulin therapy.